Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This lead was repositioned and remains in service. Additional information obtained from the field representative indicates that this lead was repositioned and not repaired as stated in the product experience report form. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.